Event description:
The event involved a plum 360¿ infuser which the customer reported had shutdown during patient infusion without audible warning before hand. It was also reported that medical intervention was required but mr. (B)(6) could not provide details. Furthermore, it was reported that therapy was resumed on a replacement pump. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation and logs were downloaded and reviewed. The customer¿s complaint that the device shut down on its own while running on battery power was confirmed. The device passed self-test with no error alarms. Confirmed customer¿s complaint through attempting to run the battery operational checkout. Recharged the battery for a minimum of 8 hours. Program device to run at a rate of 25 ml/hr. Running for a duration of 7 hours. Device failed battery operational checkout at 1 hours and 2 minutes. The device also experiences an uncontrolled shut down during the test. Replaced the battery and pressed change battery softkey. Repeated the battery operational check out. Recharged the battery for a minimum of 8 hours. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed the battery operational checkout with a run time of 7 hours and 48 minutes. Device does not experience any uncontrolled shutdowns. Probable cause for the device shutting down on its own, while infusing on battery power is defective csb battery. Could not confirm customer¿s complaint that the device shut down without alarming. Device alarmed for each event before shutting down. Device passed alarm loudness test. Probable cause for customer¿s complaint of the device not alarming before shutting down was not found.